Manufacturer narrative:
The product was returned to invacare (B)(4). However, no evaluation was available for review at the time of this investigation.MDR is being submitted as a result of a retrospective complaint review.

Event description:
The head frame is cracked on the right side at a weld.